Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment of both output connectors were broken. It was also noted that the liquid crystal display was bleeding and out of specification. The keypad window was scratched and both the atrial and ventricle colored designators were worn / damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the arterial connector of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.